Manufacturer narrative:
Sjm did receive the actual device for evaluation and visual examination confirmed the complaint, the lead wires were broken. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's contacts 9-16 had high impedances during an ipg replacement procedure. The contacts were still invalid after the procedure. A sjm representative was able to provide good left side coverage and limited right side coverage using contacts 1-8. Follow-up identified the lead was fractured on the right side. The exact explant date is unknown at this time.